Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), a r-wave amplitude measurement issue and the right ventricular (rv) lead integrity alert triggered. It was noted beginning (B)(6) 2016, ventricular sensing integrity counts were up to 218, with non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. The analyst commented the rv impedances were within range and from (B)(6) 2016 the r- wave amplitude measurements decreased from 4.92mv down to 0.82 mv. The rv lead integrity warning occurred on (B)(6) 2016 for sic greater than 30 in three days and two or more high rate nsvt episodes.

Event description:
It was reported that during a control test approximately one week post-implant, a lead predictor failure alert triggered and a short v-v delay error and right ventricular (rv) lead threshold rise were observed. In addition, high sensing integrity counter (sic) and a high number of non-sustained ventricular tachycardia episodes were noted, along with a decline in r-wave sensing and erratic ventricular sensing. It was noted the physician had doubt of a micro-dislocation. The rv lead remains in use. No patient complications have been reported as a result of this event.